Event description:
It was reported that the anchor broke inside the patient during a shoulder cuff repair surgery. There was a backup device available to complete the procedure. No patient injury or significant delay was reported.

Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Without the return of the anchor the reported complaint of breakage cannot be confirmed. Functional assessment of the inserters torque limiter found it to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.